Event description:
Per the clinic, the device was explanted on (B)(6) 2023 due to unspecific medical reasons. The patient was reimplanted with another cochlear device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on january 22, 2024.

Manufacturer narrative:
Device analysis report attached. This report is submitted on march 07, 2024.